Event description:
During a dca procedure, after four cuts were made, the nosecone was cleaned twice and the guide wire became stuck. Reportedly, there was no patient injury. This malfunction MDR is based on the returned product evaluation in which the guide wire was found to be separated.